Event description:
Customer reported receiving multiple no delivery alarms and a button error alarm on the insulin pump. Customer stated that the down button is often unresponsive and numbers begin to scroll. Customer also mentioned a blank display and experiencing low blood glucose readings. Customer's blood glucose reading at the time of the call was 80 mg/dl and was unable to troubleshoot. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No scrolling number anomaly was noted. The no delivery alarm could not be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.